Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that particulate matter was embedded on the release paper. No patient harm was reported.

Manufacturer narrative:
A batch record review found no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. The sterility certificate was reviewed and the product was sterilized according to requirements. A photograph was provided and evaluated. The size and composition of the particle could not be determined and conformity to specification could not be confirmed. Although expected, no physical sample has been received to date. Should a sample be received, the complaint will be re-opened and investigated accordingly. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.